Event description:
Additional information reported the patient¿s catheter was replaced october 2012 because it was ¿cracking.¿ it was also reported the patient¿s catheter and pump were replaced again 3 weeks after the catheter replacement, exact dates were not provided.

Event description:
Additional information stated that the patient was fine after surgery only complaining of mild pain from the procedure itself. The patient was receiving effective therapy.

Manufacturer narrative:
(B)(4). Analysis of the pump found that there was no anomaly. A motor stall recovery was seen in the logs. After destructive analysis, the technician found nothing significant that may have caused the motor stall. There was no leak seen from the septum, outlet port, and tubing. (B)(4).

Event description:
It was reported that the patient' pump and catheter was replaced because, it was noted that the pump was leaking on (B)(6) 2012 and the pump's "impeller" was going bad. The patient had complained of no pain relief. It was stated per reporter that the personal therapy manager (ptm) was "screwing up too" and it use to indicate different intervals until there was the next bolus allowance. When the patient would attempt to give herself a bolus, the ptm would indicate a code 8621 (wrong pump). It was indicated that a rotor study was performed on (B)(6) 2012 and showed "no movement". A catheter dye study was also performed and it showed "good flow". It was reported that a catheter revision was done on an unknown date and there was no relief from the revision. It was later indicated that the issue was due to a motor stall and the motor stall did not recover. It was unknown how long the pump was stalled for. No additional information was reported on the device leaking. It was noted that the patient was not hospitalized and was "doing well" after surgery. The drug delivered via pump was prialt. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.